Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a revision of a right knee due to infection.

Manufacturer narrative:
Additional devices listed in this report:cat 5520-b-500 baseplate lot code eabsm.cat 5515-f-502 femur lot code hwsba.unknown patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a revision of a right knee due to infection.